Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was down and does not turn on during the first boot of the day. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the flex vision pc has flashing light on network card and does not respond to downloading software. The defective flex vision pc was returned for failure analysis and was not able to confirm the failure. Fse replaced the flex vision pc and reloaded the software. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.